Event description:
It was reported by the patient that they were having "issues" with the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.